Manufacturer narrative:
On an unreported date, the patient began treatment for the peritonitis with unspecified antibiotics (doses, duration, frequencies, and routes not reported) which were discontinued 36 days after event onset. The same day, the patient was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The cause of the breach in aseptic technique was further described as ¿non-compliance to sterilization technique¿ (no further detail). On the same day as onset, the patient was hospitalized for the event. Treatment was not reported. At the time of this report, the patient outcome was not reported. Dianeal therapies were ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.